Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The intelligent shutdown pcb was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported intermittent sys lock ups. No pt or user injury was reported.